Event description:
An underdose was reported. The patient experienced increased baseline pain and fever. The patient reported that she heard an alarm in the last week or 2 coming from her pump. The patient was taking 200mg of morphine orally in addition to drug from the pump. The patient reported it was helping but had she had been experiencing more pain since friday, slept most of the weekend and was in a lot of pain again today. The patient indicated that she had called the hcp's office but was told her appointment with them was not until (B)(6) and would not see her. The following day the patient reported that they were in the hospital with a 104 degree fever and they had fired their hcp. The pump delivered morphine, hydromorphone, and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).